Event description:
It was reported that the device is alarming air in line when there is no air in the line. No patient involvement.

Manufacturer narrative:
B3 - month and year are known, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed air in line alarms. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the air in line detector was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.